Event description:
The complainant reported the insertion of impella cp device to a patient undergoing a high-risk percutaneous coronary intervention was unsuccessful. Calcified lesion was noted at exit of sheath in femoral artery. The physician was, therefore, unable to advance impella past the calcified lesion. The implant was aborted with the decision to implant via axillary approach next week. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation of delivery issues has been completed. The pump was returned and no kinks or abnormalities were observed. The short sheath was not returned for review. The cause of the delivery issues was most likely patient condition, as clinical reports the impella could not passed through calcification in the vessels.